Manufacturer narrative:
Plant investigation: the reported symptom code (out of box) was confirmed due to zero completed treatments found in the patient¿s treatment history. The reported symptom code (blank screen) was confirmed. An external visual inspection showed no signs of physical damage. 8500 treatment failed, upon turning on the cycler the display was blank. Cause of failure was due to burn damage on t1 on the inverter board. Replaced the inverter board. 8500 treatment passed. Voltage check passed. There were no other discrepancies encountered during the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements.

Event description:
A peritoneal dialysis (pd) patient reported to technical support that the display screen on the liberty select was blank after setting the cycler up for the first treatment with this cycler. After attempts at troubleshooting, the patient was advised to discontinue use of the cycler and to contact the peritoneal dialysis nurse. The patient indicated that treatment would be completed with continuous ambulatory peritoneal dialysis. Follow up with the patient indicates that there was no complications as a result of the alleged event. No treatment was missed and the patient resumed treatments on the replacement cycler.